Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve leak issue occurred. After inserting the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small into the body, and flushing it, it was noticed that the hemostatic valve was leaking back blood. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the issue resolved. The procedure continued. Additional information was removed. It is unclear what, if anything, was broken due to the dried blood inside of the clear hub. Their guess was the hemostatic valve. A picture was provided. The gasket could have entered the hub slightly, but there was no leakage out the back of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. It does not appear that the gasket dislodged outside of the hub. The brim/hub cap stayed on the sheath. The sheath was being used inside of a patient. No air entered the patient¿s body. There was no patient consequence, and therefore, no treatment needed. There was no blood loss outside of the sheath, just a minimal amount inside of the clear hub. The event was assessed as a hemostatic valve leak issue.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve leak issue occurred. The investigation was completed on 20-jun-2023. A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, blood was observed inside the hub and the side port; however, there is no evidence of a leakage on the device. Also, due to the blood, it is not possible to determine if the hemostatic valve is dislodged from its original place. The issue reported by the customer was not confirmed based on the picture received. The product analysis was performed as appropriate in order the root cause of the complaint the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Then, the returned sample was connected to a syringe with water and no leakage was observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿hemostatic valve leak¿ issue. -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the picture provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 22-may-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) .